Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event was confirmed, as analysis identified a fiber brake between the control knob and input connector. It is probable that there was excessive manipulation or bending of the fiber during the procedure and set-up, likely contributing to the fiber body break. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Examination observed a fiber body break between the control knob and input connector. The directional indicator was misaligned with the output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached, aligned and can rotate the fiber. There was no devitrification or debris observed on the fiber tip. The fiber was tested on the hene (helium-neon) test fixture and the aim beam was observed at the break location. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was not firing at fully capacity. There were no patient injuries in relation with this event. The fiber was returned and analysis identified a break in the fiber body.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event was confirmed, as analysis identified a fiber brake between the control knob and input connector. It is probable that there was excessive manipulation or bending of the fiber during the procedure and set-up, likely contributing to the fiber body break. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Examination observed a fiber body break between the control knob and input connector. The directional indicator was misaligned with the output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached, aligned and can rotate the fiber. There was no devitrification or debris observed on the fiber tip. The fiber was tested on the hene (helium-neon) test fixture and the aim beam was observed at the break location. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was not firing at fully capacity. There were no patient injuries in relation with this event. The fiber was returned and analysis identified a break in the fiber body.